Manufacturer narrative:
Unilateral deflation of the right breast implant. Original surgery was performed by dr in 2000, using hutchison hsl 420 saline-fill-implants, which were filled to an unk volume. After which in 2007, the pt visited dr in regards to a suspected deflation of the right breast implant. The pt underwent bilateral replacement surgery six days later. The implants were replaced with mentor smooth 575 devices. Visual inspection identified a fold flow that measures approx 2.5mm in length which ends in a split measuring approx 1mm in length. The fold flow is located on the periphery of the device which is located on the 3 o'clock position (when the product was held in such a position that the brand name was upright and horizontal). Pressure testing identified no other leaks or breaches. Microscopic examination (x10) of the fold flow identified signs of fatigue around the split. The product met all mfg and quality specs post MFR. The fold flaw / split are not mfg faults.